Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
A newborn died from gastric hemorrhage. The customer informed us that the gastric aspiration tube may be involved. The code has not been identified.